Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: natural tibia cemented 5 degree stemmed left size e catalog # 42532067101 lot # 63256438, articular surface fixed bearing ultracongruent (uc) left 16 mm height catalog # 42511200416 lot # 62439990, all poly patella cemented 32 mm diameter catalog # 42540000032 lot # 63231284. Customer has indicated that the product will not be returned because it was not returned by patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned by patient.

Event description:
It was reported that the patient underwent an initial knee arthroplasty. Subsequently, the patient was revised due to loosening of femoral component.